Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 4.00x28mm stent delivery system (sds) the proximal part of the device including manifold, hypotube and parts of the midshaft extrusion were returned for analysis. The distal portion of the device was not returned for analysis, apart from the stent which was detached and damaged. The stent was returned separated from the sds. The stent had been damaged along its entire length with stent struts bunched and stretched and with a hardened medium present in the stent. No balloon. The balloon was not returned with the sds. No tip. The tip was not returned with the sds. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found the midshaft to be broken 1140mm distal to the distal end of the strain relief measured using a ruler. There was also stretching noted to the midshaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23 oct 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed shaft mid detached/separated, shaft mid stretched, stent detached/separated and stent damaged.